Event description:
Arixtra syringe exploded when nurse was explaining to patient how to inject herself. The spring loaded part shot off just missing the patient's face and hit the wall and bounced back at the nurse. Dose or amount: 0.5ml, frequency: daily, route: subconjunctival. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: dvt.